Event description:
During a cardiac intervention, the balloon of the 3.0 x 33mm cypher stent would not deflate after implantation. The balloon deflated by inserting the guide catheter further in, penetrating the balloon. No patient injury was reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.